Event description:
It was reported via interdepartmental helpline solutions tracker that customer had unexplained low blood glucose of 35 mg/dl. Customer reported that healthcare professional adjusted settings and blood glucose elevated to 61 mg/dl. Customer declined transfer to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.